Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was adjusted and calibrated. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's collimator was out of alignment. No pt injury was reported.